Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument was used and there was a bile leak. Awaiting further information. 10/13/1999 additional information from affiliate. It has been reported that the pt suffered a bile leak following laparoscopic cholecystectomy which required return to theatre. The two clips were seen on the cystic duct, but were found to have opened slightly, allowing escape of bile into the abdominal cavity. The device used in the procedure is no longer available - the bile leak was not detected until after the pt had been dischaged from the hospital. They have however, retained another device which was apparently used in the subsequent procedure. The pt was reoperated on.